Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing including reassembling the unit without duplicating the report. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The analog board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.